Event description:
It was reported to nova biomedical that a consumer's blood glucose meter gave a reading of 23 mg/dl and 185 mg/dl within a 10 minute period. The difference in the readings was determined to be clinically significant. No decisions to treat were reported. The meter will be returned to nova biomedical for evaluation.

Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.